Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic hernia repair, while closing the defect and securing the hernia mesh . A total of three suture threads snapped after two to three passes through the tissue while using normal running stitch. The surgeon removed the broken pieces of thread and used a new suture to resolve the issue. There was no patient injury.